Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d8, h2, h3, h6, h4. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the correct cleaning process is not being performed on the scopes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope facility was using intercept foam to hold over the scopes until cleaning staff were available during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.